Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter's blood glucose was 590 mg/dl. No symptoms or treatments of the high blood glucose was mentioned. The patient's current blood glucose is 576 mg/dl. Troubleshooting was declined for the hyperglycemia. No products were returned or replaced.